Manufacturer narrative:
The reported field event of noise and inappropriate shocks was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient received inappropriate shocks. Ocd alert was noted on the ICD due to hv therapy. A spot possibly caused by arcing from the lead to the can was noted on the ICD. The device was explanted and replaced due to possibility of the hv therapy affecting the ICD during the lead revision. No adverse consequences were reported. The patient was stable before, during and after the procedure. The device will be returned to the manufacture.